Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. A customer reported to (B)(6) via email that the end of the needle of bain fistula needle 15gx1, 25mm caused the access insertion to become larger and causing bleeding around the needle as well as prolong bleeding post treatment, the patients have stated there are having to leave the bandages on longer than usual due to bleeding. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).